Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is not calculating the right dosages and they are having highs and lows. The customer¿s blood glucose level was unknown at the time of the incidents. Customer also reported that the reservoir tube lip threads were cracking and stripped. Troubleshooting was not completed as the customer declined. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened(escape, act and up) button dome switch (no crease). No button error alarm and no unlocked lcd keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible over/under delivery anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.